Event description:
Customer reported that the whitestar high speed vitrectomy cutter failed to initiate during surgery. A back up was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit was completed by field specialist (fs). Fs was unable to duplicate the reported issue. As proactive measure, fs checked and adjusted the vitrectomy pressure. Per fs, the machine was within amo specification by inspection. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.